Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (850 mcg/ml at 75 mcg/day) via an implantable infusion pump. It was reported that the patient had a lump around his spinal incision and the hcp was concerned that it was an infection. The patient had some swelling and a mild fever. The catheter was explanted and several cultures were taken during the surgery. The pump and catheter were both in "perfect working condition." The catheter was discarded and the pump was left implanted, programmed to minimum rate to be used in the future with a new catheter. The issue was considered resolved. The patient's weight was unknown. The patient's medical history included a recent cancer diagnosis with tumors around the spinal cord. The patient's status at the time of the report was alive - no injury. No further complications were reported.